Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and low voltage advisory alarm was confirmed via analysis of the submitted log files. The submitted periodic log file contained approximately 11 days of data (27dec2019 ¿ 07jan2020 per the timestamp). The log file captured an increase in the backup battery use count from 21 to 23 between 23:58:22 on 03jan2020 and 0:58:22 on 04jan2020. This increase in the backup battery use count indicates that two losses of external power occurred and the backup battery activated to supply power to the system. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and resolved cannot be determined as the events were not captured. Furthermore, the conditions that caused the alarm to activate and to resolve cannot be determined. A loss of external power while connected to the mpu would result in the reported no external power and low voltage advisory alarms. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The reported alarms were not captured in the submitted event log file as the data from the date of the alarms (03jan2020) had been overwritten by newer events. The submitted event log file contained approximately 3 days of data (04jan2020 ¿ 07jan2020 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided indicated that the alarms occurred while connected to the mobile power unit (mpu). Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, the account was unable to provide the information. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage advisory and external power disconnect alarms on controller history on (B)(6) 2020 at 23:59. It was noted that no audible alarms were heard. A self test was performed in the clinic and the controller passed. The patient confirmed they could hear the alarms along with spouse. One of the alarms was almost 2 minutes and an audible alarm should have been present.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power alarm.